Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an incarcerated omental hernia. It was reported that after implant, the patient experienced seroma and abdominal wall mass. Post-operative patient treatment included revision surgery, mesh removal, excision of seroma cavity and repair of fascia.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an omental hernia. It was reported that after implant, the patient experienced seroma and abdominal wall mass. Post-operative patient treatment included revision surgery, mesh removal, excision of seroma cavity, and repair of fascia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient had revision surgery 8 months post-operative. The patient underwent excision of the seroma cavity and mesh and repair of fascia. The patient experienced seroma, abdominal wall mass, mesh removal.